Event description:
During troubleshooting of an unrelated alarm, it was reported the home patient (hp) drained 3319ml. The event occurred during drain four on the home choice (hc). The ultra filtration (uf) equaled -335ml and the target uf equaled 600ml. The technical service representative (tsr) had the hp reposition then pressed stop and go. The hp drained 1004ml more to give a total drain volume (dv) of 4332ml. The largest prescribed fill volume (fv) equaled 2700ml. The uf reached 669ml and the hc moved on to the last fill. This event does meet iipv criteria based on the volumes provided. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.